Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to flattened dome. Unable to clear low reservoir alarm due to unresponsive buttons. The insulin pump has cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the buttons on the insulin pump were not working. Customer's blood glucose was 314 mg/dl. She treated with injection. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.